Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system became would not communicating or connecting properly and was stuck in standalone mode. This resulted in a 90 minute delay in the procedure. The surgeon opted to complete the procedure without the use of the imaging system but with the use of the navigation system, continuing the procedure with a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Replacement components shipped to site: umbilical cable, o-arm computer, power switching board, mobile view station (mvs) computer, and isolated stand alone board were shipped to the site for issue resolution. A medtronic representative, replaced the components ,and performed a imaging system check-out, all areas passed. System functioning normally. Medtronic investigation of the returned isolated stand alone board confirmed the reported problem; the d5 on the board is shorted (no power). Investigation of the returned mvs computer confirmed the reported problem (defective video card). At power up, computer had a blue screen. Hd drives were removed from the mvs computer and tested with a known good computer, during which the d drive was visable . The reported event was confirmed to be caused by a electrical failure mode.